Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent mesh revisions on (B)(6) 2007 and (B)(6) 2007 due to erosion and exposure.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, paravaginal cystocele defect, rectocele, dysmenorrheal and lower left quadrant pain. It was reported that the patient had the concurrent procedures of rectocele repair and cystoscopy performed during mesh implantation. It was reported that following insertion the patient experienced chronic infections, and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2008 due to mesh exposure and erosion. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.